Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that fluoroscope confirmed this lead became dislodged. Data was measured using the programmer but loss of capture was confirmed. This rv lead was explanted and a new rv lead was implanted. The pacemaker was explanted and replaced at the same time. Should additional information become available this file will be updated.